Event description:
Pt undergoing ptca/stent procedure. After dilation balloon wouldn't deflate. When the physician attempted to remove the catheter the balloon tip and stent remained in the left coronary artery. Several attempts were tried to deflate the balloon. Finally the balloon was ruptured with a 1.5mm rotablator bur. Blood flow was not totally restored and the pt was transferred to the or for an emergency CABG. Pt died the next day.